Event description:
I had a right total hip replacement on (B)(6) 2006. I received the depuy total hip system pinnacle 100 acetabular cup sz mm52. Prior to surgery, I had pain in my groin and buttock. It was worse with activities and even severe at times. After surgery, the pain went away but then in (B)(6) 2011, I experienced right hip pain again. My doctor did a right hip aspiration on (B)(6) 2011 which showed elevated chromium and cobalt blood levels which caused deterioration of the bone leading to a total failure of the joint. I had to have a revision of my right total hip replacement on (B)(6) 2011 requiring additional hospitalization. Diagnosis or reason for use: right hip osteoarthrosis.